Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed wherein this patient's right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were explanted and replaced subsequent to dislodgement due to twiddler's syndrome. Additionally, a rv lead previously abandoned due to a therapy upgrade was also explanted. No adverse patient effects were reported.